Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 1 month after index procedure and there was no reported device malfunction, the delivery system presumed discarded and not be requested. As the lot number was not reported, a review of the lot history record (lhr) was unable to be conducted. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) conducted. Restenosis labeled in the IFU as a known potential adverse event. Investigation is not yet complete. A follow-up report with additional relevant information will be submitted. The other cobra pzf stent system referenced is being reported under a separate manufacturer report number.

Event description:
(B)(6)-year-old male patient with medical history of coronary artery disease, hypertension, and former smoker. The patient had percutaneous coronary intervention (pci) on (B)(6) 2019 with pre-dilatation, follow by deployment of a 3.0x15mm cobra pzf¿ nanocoated stent in the mildly tortuous mid to distal left circumflex (lcx) coronary artery. Immediately after deployment, slow flow was observed distal to the stent and some narrowing. As a result, the patient received nitroglycerin (ntg) in the coronary and the doctor chose to implant a 2.5x12mm cobra pzf¿ stent in the narrowing (distal to the first stent). Flow was improved and satisfactory by the end of the procedure. Additional planned pci for another lesion was scheduled for a month later. As planned, on (B)(6) 2019, the patient presented without symptoms for planned pci. Angiogram revealed incidental in-stent restenosis in both cobra stents (3.0x15mm and 2.5x12mm). The restenosis was treated via angioplasty, with no additional intervention needed. There were no adverse patient sequelae. Additional information has been requested.

Manufacturer narrative:
H2 additional information: b5 revised. D4 information provided. D6 revised. D11 revised. H4 provided. H6 coding revised. Stent remains implanted in patient. As event occurred approximately 1 month after index procedure and there was no reported device malfunction, the delivery system presumed discarded and not be requested. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) conducted. Restenosis labeled in the IFU as a known potential adverse event. Angiography images for both index and adverse event procedures were received and reviewed by medical affairs. Deployment of the first stent, slow re-flow, then deployment of the second stent were all observed on angiography; stent deployment appeared to be sub-optimal and may have benefitted from additional post-dilatation. At planned follow-up procedure for pre-planned intervention of another vessel, angiography showed residual 57.3% stenosis in the previously placed stents; post-dilatation was observed, optimizing stent expansion. Intracoronary stent restenosis can be multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). In this case, the most likely cause of restenosis may be due to sub-optimal stent expansion in index procedure. Relationship between restenosis and device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
93-year-old male patient with medical history of coronary artery disease, hypertension, and former smoker. The patient had percutaneous coronary intervention (pci) on 17 sep 2019 with pre-dilatation, follow by deployment of a 3.0x15mm cobra pzf¿ nanocoated stent in the mildly tortuous mid to distal left circumflex (lcx) coronary artery. Immediately after deployment, slow re-flow was observed distal to the stent and some narrowing. As a result, the patient received nitroglycerin (ntg) in the coronary and the doctor chose to implant a 2.5x12mm cobra pzf¿ stent in the narrowing (distal to the first stent). Flow was improved and satisfactory by the end of the procedure. Additional planned pci for another lesion was scheduled for a month later. As planned, on (B)(6) 2019, the patient presented without symptoms for planned pci. Angiography revealed incidental in-stent restenosis (57.3%) in both cobra stents (3.0x15mm and 2.5x12mm). The restenosis was treated via angioplasty, with no additional intervention needed. There were no adverse patient sequelae. No additional information was provided.